Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium (na), and potassium (k) results generated on the alinity c processing module for patient samples. The following data was provided: sample ID (B)(6) na initial result = 188, repeat = 134 (reference range 135-145) k initial result = 6.8, repeat = 4.9 (reference range 3.5-5.1) no impact to patient management was reported.

Event description:
The customer observed falsely elevated sodium (na), and potassium (k) results generated on the alinity c processing module for patient samples. The following data was provided: sample ID (B)(6) na initial result = 188, repeat = 134 (reference range 135-145) k initial result = 6.8, repeat = 4.9 (reference range 3.5-5.1) no impact to patient management was reported.

Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 10/1/2018 section d10 - concomitant product - updated from blank to cable, ict to ict pre amp, (B)(6), unknown the field service representative (fsr) inspected the instrument, performed extensive troubleshooting, and determined the cable, ict to ict pre amp was the likely cause. The part was replaced which resolved the issue, as no additional discrepant results have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). Return testing was not completed as returns were not available. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the cable, ict to ict pre amp did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6)or the cable, ict to ict pre amp, were identified.